Event description:
Drive medical was notified of an incident involving a rollator by the end user who reported the wheel detached from the device during use causing the end user to fall. The end user was taken to the emergency room by ambulance and was diagnosed with a broken left shoulder and upper arm. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.